Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-02149. It was reported the patient suffered two seizures while in the recovery room after having trial leads implanted on (B)(6) 2018. The patient regularly suffers from seizures every 1-3 days. The patient was transferred to a nearby hospital and later released.